Manufacturer narrative:
Findings: no a21 alarm or a54 alarm noted. Unit passed a21 error test and the self test. Pump received with a47 alarm in the history file.a47 alarm due to corrupted history file. Unit passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit had minor scratched display window.

Event description:
It is reported that a customer received alarms on their insulin pump. The patient's blood glucose level was at 224 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.